Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 07-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 07-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime: 09/07/2024 00:00:00.000 dailytotalofallinsulindelivered: 344250 (34.425 u) dailytotalofbasalinsulindelivered: 64500 (6.45 u) dailytotalofbolusinsulindelivered: 279750 (27.975 u) in further full review of the pump history/traces on the customer's event date of 06-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 06-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime: 09/06/2024 00:00:00.000 dailytotalofallinsulindelivered: 298500 (29.85 u) dailytotalofbasalinsulindelivered: 44250 (4.425 u) dailytotalofbolusinsulindelivered: 254250 (25.425 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 07-sep-2024 and customer's event date of 06-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: 09/02/2024 12:56:00.000 09/04/2024 11:58:00.000 09/04/2024 18:35:00.000 09/05/2024 15:06:00.000 09/07/2024 10:58:00.000 09/07/2024 17:55:00.000 lostsensor2alert (781) was found on: 09/02/2024 13:12:00.000 09/04/2024 12:14:00.000 09/05/2024 15:22:00.000 09/07/2024 11:14:00.000 sensorerroralert (801) was found on: 09/05/2024 12:30:03.000 09/05/2024 13:00:04.000 09/05/2024 13:35:04.000 09/05/2024 14:10:04.000 sensorsignalnotfound (796) was found on: 09/02/2024 13:45:00.000 09/05/2024 15:54:00.000 09/07/2024 11:46:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on: 09/06/2024 07:02:19.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 09/02/2024 18:36:00.000 insert battery alarm was found on: 09/02/2024 18:37:55.000 failed battery alert/battery failed alarm was found on: 09/02/2024 18:37:55.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-sep-2024 at 4:22:59 am. There was no power data available for the date of 02-sep-2024. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that that the user visited the hospital on (B)(6) 2024 at 11:40am due to hypoglycemia. Blood glucose at time of event was 2.4 mmol/l. Mother stated that the user was experiencing [reoccurring] lows. It was stated that the pump might be over delivering. It was also reported that the user was unconscious. While at the hospital insulin was delivered with the pump. Customer reported programming was accurate.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 2.4 mmol/l. The customer reported hypoglycemia, hypoglycemia, hypoglycemia treated with glucagon, glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believes the pump is over delivering. Cust was able to upload to care link. No further patient complications were reported. No product return is required for mmt-1885.